Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an explant procedure wherein the whole scs system were explanted.

Manufacturer narrative:
Event date: (B)(6) 2013. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint about the difficulty charging ipg was not verified. In the lab, there was no issue coupling the ipg with a charger, and the ipg was charged in one cycle from its hibernation. However, in the profile data showed that the device had been charged with low charge current and frequent interrupts during the implant period. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an explant procedure wherein the whole scs system were explanted.